Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device confirmed the catheter tip was bent, likely due to handling damage, and revealed that the catheter shaft was broken at approximately 143cm of the effective length of the shaft. Functional testing could not be performed due to the condition of the returned device. Information available indicated that the catheter was kinked following removal from the packaging. No damage was noted to the device packaging and the device was not used. The damage noted to the catheter is indicative of excessive force, therefore an assignable cause of handling damage was assigned.

Event description:
Analysis of the returned microcatheter (subject device) found that it was broken at approximately 131cm from the hub and at the distal tip. There was no patient involvement.